Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. Upon removal from the packaging, the 5max ace catheter was found kinked and was not used. The procedure continued successfully using a new penumbra system 5max ace reperfusion catheter.

Manufacturer narrative:
Result : the 5max ace was fractured in the proximal shaft under the strain relief, approximately 0.7 cm from the hub. Conclusion : the complaint has been evaluated. The complaint indicated that the 5max ace was kinked at the hub when opened. Evaluation of the returned device revealed a fracture in the proximal shaft. This type of damage typically occurs due to improper handling during removal from the packaging. If the catheter is removed from the packaging at an angle, the shaft may fracture due to excess force and bending. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.